Event description:
On 07/19/2022, zyno medical received a complaint from a health care service provider. A flow rate accuracy issue was reported: "pump delivered a 2 hour infusion in one hour." The device operator was a registered nurse. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
The health care service provider will have the pump evaluated. Zyno medical is waiting for evaluation results.